Event description:
Boston scientific received information that the patient with this right atrial lead was seen in the emergency room due to persistent nausea. At that time, it was noted that the lead was not capturing. A lead revision procedure was performed where the lead was discovered to have dislodged. The lead was explanted and replaced. There were no adverse patient effects reported. The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was thoroughly inspected and analyzed. The lead was determined to be electrically continuous. There was dried blood noted in the helix housing. The clinical observations were not able to be confirmed.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.